Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they were at the hospital. Patient further reported that they were leaking moderately, this hasn't not happens, this is new and it has happened three times. Additional information was received and patient started that their urgency had not improve which is the reason they had the procedure. They further explained that they were having to void more in smaller periods of time and that it was not acceptable. No further complications were noted or anticipated.